Manufacturer narrative:
Intuitive surgical inc.(isi) followed up with the initial reporter and obtained the following additional information: during use of the instrument, force bipolar was broken or disarticulated inside the abdomen upon insertion. The jaws would not close after opening it, hence the customer could not get it out from the patient. The customer had to physically take the trocar out of the abdomen. The instrument was grasping tissue and one of the pieces broke. The instrument was then locked in the close position on tissue. They had to cut it off. No patient harm or bleeding. The instrument could not be pulled out through the trocar (8mm). The customer had to pull the trocar and the instrument out together.

Manufacturer narrative:
Based on the claim against the product by the customer noting the jaws of the 8mm force bipolar instrument did not open in the patient¿s abdomen, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the 8mm force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint. Failure analysis found the primary failure of bent grips to be related to the customer reported complaint. The instrument was found to have a bent grip, causing vertical misalignment of the grips. There was a portion of the grip tips that extended further than manufactured.

Event description:
It was reported that during a da vinci-assisted surgical procedure, that the jaws of the 8mm force bipolar instrument did not open in the patient¿s abdomen. A backup instrument of the same kind was used, and the procedure was completed with no reported injury and only a delay of 15+ minutes. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.